Manufacturer narrative:
(B)(4). Additional summary: the analysis results found that the device was returned with no damage in the external components. In an attempt to replicate the reported incident, the provided device was activated manually. Fired 2 straps at once, five times and then it fired 11 straps. The instrument was disassembled; upon disassembly, no anomalies were found. No conclusion could be reached as to what may have caused the reported incident. The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a hernia repair in (B)(6) 2018 and the absorbable straps were used. There were no patient consequences reported. Another like device was used to complete the procedure. During evaluation, when the device was activated manually, it fired two straps at once, five times and then it fired 11 straps.